Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information provided as they did not it was high or low impedance. Patient weight was reported.

Manufacturer narrative:
Concomitant product(s): product ID information reference the main component of the system and the other applicable component: product ID: 3093-28, lot# v261764, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator indicator for urinary dysfunction/sacral nerve sti mulation and gastrointestinal and pelvic floor. It was reported that the impedances on the leads were out of range and the battery was low. They were no symptoms reported. No further complications were noted or anticipated.